Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips the device does not work from the battery. There was no patient involvement.

Manufacturer narrative:
Based on the information available, and the testing conducted by on site support. No device problem was detected. The customer's device was found to be fully functioning and able to charge. The reported problem was not confirmed. It has been concluded, that no further action is required at this time.